Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 20227410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy and female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine") and menometrorrhagia ("protracted/irregular bleeding/menstrual cycles"). The patient was treated with surgery (hysterectomy, oophorectomy). Essure was removed in 2011. At the time of the report, the pelvic pain, migraine and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: right side: 0 coils seen. Left side: 5 coils seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received. Reporter information added. Event injury nos updated to event chronic pelvic pain. Events: migraine, protracted/irregular bleeding/menstrual cycles added. Case became valid and serious incident. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.